Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 18514164.

Event description:
It was reported that the patient never had coverage with the system. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively, and the explanted devices were not returned.